Event description:
Boston scientific crm received info that the pt with this right atrial (ra) lead had coded and subsequently passed away during a device system change-out due to an infection, which is classified as a pt condition. The pt was diagnosed with a positive staph infection; aureous bacteriumia. The available info indicates that this device has not been returned. Dates provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.